Event description:
User reported a roller pump hardware failure during the procedure, which resulted in pump replacement. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation confirmed multiple fet temperature warnings from device history logs, suggesting a damaged fet or thermistor on an fet.